Event description:
The account alleges that while the device is plugged in, smoke is seen coming from the patient pendant. No injuries were reported.

Manufacturer narrative:
The technician was unable to duplicate the smoking issue, so as a precaution, the technician replaced the patient pendant to correct the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.